Event description:
It was reported that the ilet displayed a restart alert 41 and an absolute insulin range error during a dry run, after which the user was unable to proceed and the device required replacement, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted. Event summary.

Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 41 was present in notifications menu. Upon inspection of interior components, it was determined that the issue was caused due to false homing.